Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) in (B)(4), alleging a onetouch verio iq meter was displaying an unknown error message. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient.